Event description:
It was reported that, oversensing was observed on the right atrial (ra) lead. Ra lead insulation damage was observed with pulmonary vein isolation (pvi). The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were oversensing and insulation damage. As received, a partial lead was returned in two pieces. The helix was extended and clogged with blood/tissue. The reported event of oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed. Visual inspection found the outer insulation cut at the proximal region of the lead. The cause of the reported event of insulation damage is consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.